Event description:
It was reported that a user dropped the pump and the external connector broke, after which an agent guided a supply change and the user attached a new connector with longer tubing, primed the line, and resumed insulin delivery without alarms. Customer care provided support that included troubleshooting and user education conducted by phone. Investigation of this case revealed damage to the connector consistent with accidental drop, with successful resolution after replacement and priming. Symptoms included no reported clinical effects. Outcomes included no impact on health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.